Event description:
It was reported that during a breast biopsy, the tissue marker's plastic tip sheared off. The physician vacuumed the biopsy site and retrieved the tip.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.